Event description:
Boston scientific received information that there were high pacing impedance measurements on the right ventricular (rv) lead. As a result, the pocket was opened and the lead was tested through the pacing system analyzer (psa). All measurements were appropriate. Therefore, the decision was made to explant the device and implant a new competitor device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.